Event description:
It was reported by service report that the head and foot end brakes were not disengaging. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Head end and foot end brake cranks.